Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphic user interface (gui) alarm assembly. The ventilator passed all testing. Covidien not authorized to service the device.

Manufacturer narrative:
(B)(4).